Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/26/2025, a facility representative reported via email that a patient at the one-year postoperative follow-up reported symptoms of clicking and weakness in the index shoulder. An x-ray imaging revealed possible superior screw loosening, and a subsequent CT investigation revealed a back out of the superior screw head, 7 mm proud of the anterior glenoid/coracoid graft cortex, raising concerns about hardware loosening. However, no surrounding lucency was noted regarding the intraosseous component. As of now, no revision surgery has been performed. The patient remains actively enrolled in the study and will continue to be monitored, with the next research visit scheduled for (B)(6) 2025. The initial surgery was on (B)(6) 2023 during which two washers for 3.75 mm screws, a 3.75 mm by 34 mm fully threaded screw were implanted, and a 3.75 mm by 32mm fully threaded screw were implanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.